Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation on 04/05/2016. Investigation results as follows: device history record (DHR) was reviewed and no previous related complaint was reported for this autopulse platform (s/n (B)(4)). Visual inspection of the returned platform was performed and front cover was noted to be cracked while load plate cover was noted to be torn. Autopulse 1.5 is a reusable device and was manufactured in 06/10/2011. The damage found is characteristic of normal wear and tear for the life of the device. A review of the archive was performed and no latch error 139(unable to hold compression position) was observed. The device passed functional testing without any fault or error report. Additionally, drive train motor brake gap inspection was performed and, the brake gap was noted to be out of the specification. In summary the customer's reported complaint was confirmed. The exact root cause for the reported complaint is related to defective brake gap of the drive train motor. The physical damages found during visual inspection can occur due to normal wear and tear and/or physical abuse. The drive train motor, clutch plate and load plate cover were replaced. The run_in test was performed and device passed all the functional testing.

Event description:
Complainant alleged that during a device check, the autopulse® platform showed a "system error" and would not operate. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll(B)(4) for investigation. Zoll (B)(4) confirmed the reported event with a system error code 139 (unable to hold compression position). However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.